Event description:
It was reported that after a da vinci-assisted pneumonectomy surgical procedure, the patient experienced an air leak post-operatively, requiring intervention. Intuitive surgical inc. (Isi) contacted the surgeon and obtained the following information. The surgeon used a sureform 45 stapler instrument with a black sureform 45 reload at the bronchus stump during a right pneumonectomy. No stapler errors or system errors occurred intra-operatively. There was a complete staple line. A water leak test was performed intra-operatively without any complications, there was no indication that there was a leak while the patient was still in the operating room. A chest tube was placed intra-operatively and is usually in place for 24 hours, upon rounding on the patient the air leak was identified and the chest tube stayed in place for a total of 48 hours. The air leak was managed with the chest tube and was able to repair itself. No additional surgery was required. The chest tube was removed post-operative day three. The patients is currently in the intensive care unit with a pulmonary embolism. The surgeon does not relate the patients current status to the air leak that occurred post-operatively, it was noted a pulmonary embolism is a normal complication of surgery and the procedure.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the black sureform 45 reload during this reported event for failure analysis investigations. The sureform 45 stapler instrument logs show (part number 480545-04), (lot number l80230518-0387), was installed on the system 7x and fired 7 reloads (6 white, followed by 1 black). On installs 1-6, the first clamp was successful and the firings were completed with no pauses for compression on each. On install 7, the first clamp was successful and the firing was completed with 1 pause for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the logs.